Event description:
A home patient called baxter technical service center to report a leak in the cassette of a homechoice set during initial drain of automated peritoneal dialysis (apd) tretment on the homechoice machine. Patient discontinued treatment at time leak was noted and set up with all new supplies. When patient removed cassette from homechoice machine, they noted a crack in the side of the cassette opposite the tubing. Patient discarded set and reports no injury or medical intervention as a result of incident.